Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy. Review of the logfiles showed a lot of en_x inactive and hand/footswitch pressed warnings. Fse visited onsite and checked the problem reported by the customer. Error logs showed enable x-ray signal active but no signal from footswitch. Fse checked cable connections on fdcsib, and no loose connections found. The fdcsib was used for troubleshooting and fault isolation. The error persisted when the fdcsib was replaced, so it was removed from the system and original fdcsib was reinstalled. To resolve the issue, fse replaced the xsc module in generator and performed the required calibrations and tests. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.